Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that following recent surgery and a period of reduced food intake shortly after starting the ilet with a dexcom g7, the user experienced low glucose episodes when announcing meals, leading them to select smaller meal announcements to avoid lows. Symptoms included hypoglycemia with a nadir of approximately 70 mg/dl, lasting about 30 minutes, without loss of consciousness or need for assistance. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included a complaint assessment and user education on meal announcements and consultation with a clinician or trainer for potential adjustments. Investigation of this case revealed no device malfunction reported, with hypoglycemia occurring in the context of recent surgery, altered eating patterns, and the device adapting to atypical intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.